Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
(B)(6)2021: customer reported a false positive with aries-sars-cov-2 (us eua-ivd) on a patient sample. The patient was initially positive and then negative on the re-sample. The first positive result was an orf positive with a CT of 12.4. Customer used np swabs in utm. Aries run 1: positive (sample ID (B)(4)); aries run 2: negative (sample ID (B)(4)).